Event description:
Information received by medtronic indicated that the insulin pump keep pumping insulin and blood glucose was not getting down. Customer's blood glucose level was 250 mg/dl. Customer was unable or declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Sv 3.0d. On (B)(6) 2022 the customer returned insulin pump for an alleged high blood glucose. Insulin pump received unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to detached end cap. Insulin pump history download using thds was successful. High blood glucose confirmed was shown on down load report was on (B)(6) 2022 03:17:07 normal bolus (var off), basal segment start event, basal segment number = 3, basal segment time = 03:00, basal segment rate = 0.075 per hour. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Insulin pump received with detached end cap, unable to perform any testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.